Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. Vent inop, when in use, will stop providing ventilatory support to the pt. The repsiratory therapy (rt) manager reported the following: nursing was told that the ventilator's display screen went 'balck'. The nurse checked the ventilator and confirmed the reported problem and that it appeared that the ventilator wasn't ventilating the pt, and she saw the safety valve (sv) led lit. The nurse reported the pt's heart rate and o2 saturation both decreased. The nurse removed the pt from the ventilator, started bagging and called for rt. Rt arrived and the ventilator was still powered on. Rt noted the ventilator screen was dark and displaying a vent inop message and the vent inop led was lit. The pt was placed on another ventilator. The pt's vital signs returned to stable levels. Prior to the event, the pt had been weaning on imv 4bpm. After the event, the pt required setting of simv 10bpm. There was no permanent harm to the pt. Attempts to obtain add'l info regarding the pt's condition have been unsuccessful. The ventilator was powered off and moved to an equipment room in the ICU. The ventillator was powered on and the screen was blank with vent inop message displayed and the backup alarm was sounding. The rt and nurse verified that was what they observed in the pt's room during the event.